Event description:
It was reported that device entrapment occurred. The target lesion was located in the middle left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, the balloon twined with the guidewire. The entrapped devices were removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and contrast in balloon. The balloon was loosely folded. The device was functionally tested with a guidewire. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the middle left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, the balloon twined with the guidewire. The entrapped devices were removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.